Event description:
It was reported that during inspection the cs100 intra-aortic balloon pump (iabp) unit displayed an autofill failure alarm. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated the cs100 intra-aortic balloon pump (iabp)unit and was able to reproduce the reported issue. The fse determined that the diaphragm vacuum plate at the motor pump was damaged, causing the vacuum pressure to not work. To fix the issue, the fse replaced the assy,safety disk,english kit 5000 hr prevent maint and performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10, h11. Corrected fields: d1, d4 (version/model #, catalog & UDI #), e1 (event site name). The fse determined that the diaphragm vacuum plate at the motor pump was damaged, causing the vacuum pressure impossible to work. The customer was issued an order for spare parts as to resolve the reported issue. Repairs are ongoing and pending receipt of product parts from the factory. A supplemental report will be submitted if additional information is provided.

Event description:
N/a

Event description:
It was reported that during inspection the cs100 intra-aortic balloon pump (iabp) unit displayed an autofill failure alarm.

Manufacturer narrative:
Updated fields; b4, d5, d10, g3, g6, g7, h2, h4, h6, h10, h11. Corrected fields; b5, b6, b7, d1, d4, g1.